Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the sample probe adjustment. The fse adjusted the sample probe and performed calibration and qc. The customer has had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. The initial result from the cobas pro analyzer was 149.3 mmol/l. This result did not correspond to the patient¿s condition, and the sample was repeated. The repeat result from a c303 analyzer was 139.7 mmol/l. This result was believed to be correct.